Event description:
It was reported that during a scheduled in-service on reprocessing a scope, the scope coordinator mentioned that a weekend procedure took place at the facility with the scope that was under investigation for infection, during which the nurse was also responsible for reprocessing tasks. The follow-up information identified that one patient was infected, however no symptoms were noted. The patient was treated, and infection was verified with a blood culture and a throat swab. There was only one patient infection but there the details are unknown per customer. Also, customer reported concerns about the manual reprocessing parameters. The patient¿s condition is reported to be stable, and no persisting conditions were noted.